Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, asthma, multiparous, multiple cesarean sections, hernia, pleural biopsy, paratubal cyst, epigastric pain and vomiting. Concomitant products included beclometasone, fluticasone propionate (flonase allergy relief), pseudoephedrine hydrochloride (sudogest) and salbutamol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"). In 2012, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage and menorrhagia had resolved and the pruritus allergic, tooth disorder, fatigue, alopecia, migraine, nausea, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, pruritus allergic, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: the right cornua is larger than the left cornua and I found the ostia on the left side and ostia on the right side. Essure coils were within the fallopian tubes in their proper location and removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: paratubal cysts. Metal coils identified (gross only). Two fallopian tubes with attached metallic coils. Metal wire coils protrude from the proximal aspect of both the fallopian tubes. Lot number: 844599, manufacturing date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, asthma, multiparous, multiple cesarean sections, hernia, pleural biopsy, paratubal cyst, epigastric pain and vomiting. Concomitant products included beclometasone, fluticasone propionate (flonase allergy relief), pseudoephedrine hydrochloride (sudogest) and salbutamol. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), nausea ("nausea"), fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6)2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"). In 2012, the patient experienced tooth disorder ("dental problem"). In (B)(6)2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, tooth disorder, nausea, fatigue, alopecia and migraine had resolved and the pruritus allergic, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, pruritus allergic, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: the right cornua is larger than the left cornua and I found the ostia on the left side and ostia on the right side. Essure coils were within the fallopian tubes in their proper location and removed without difficulty. Plaintiff received treatment for:pelvic pain, dysmenorrhea (cramping), fatigue, dental problem, hair loss, migraine, abdominal pain, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pathology test - on (B)(6)2018: paratubal cysts. Metal coils identified (gross only). Two fallopian tubes with attached metallic coils. Metal wire coils protrude from the proximal aspect of both the fallopian tubes. Lot number: 844599 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received: new event "abdominal pain" added. Outcome of the events - "pelvic pain, dysmenorrhea (cramping), fatigue, dental problem, hair loss, migraine" updated to "recovered/ resolved" we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, asthma, multiparous, multiple cesarean sections, hernia, pleural biopsy, paratubal cyst, epigastric pain and vomiting. Concomitant products included beclometasone, fluticasone propionate (flonase allergy relief), pseudoephedrine hydrochloride (sudogest) and salbutamol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), nausea ("nausea"), fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"). In 2012, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), gait disturbance ("I cannot walk as much as before"), pain in extremity ("feet, it takes away the pain"), abdominal pain lower ("I have cramps all day"), rash ("rash hits me more when I go to sleep"), back pain ("back pain"), pain ("waist pain"), oropharyngeal pain ("throat hurt"), cystitis noninfective ("had inflammation in my bladder"), obesity ("morbid obesity"), arthralgia ("hip pain/ joint pain"), mass ("swollen bumps"), tooth loss ("my teeth falling"), constipation ("constipation"), dysuria ("burning when urinating") and hernia ("hernia") and was found to have blood cholesterol increased ("cholesterol level high "). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, tooth disorder, nausea, fatigue, alopecia, migraine, pain in extremity, arthralgia and constipation had resolved and the pruritus allergic, depression, anxiety, gait disturbance, abdominal pain lower, rash, back pain, pain, blood cholesterol increased, oropharyngeal pain, cystitis noninfective, obesity, mass, tooth loss, dysuria and hernia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, blood cholesterol increased, constipation, cystitis noninfective, depression, dysmenorrhoea, dysuria, fatigue, gait disturbance, hernia, mass, menorrhagia, migraine, nausea, obesity, oropharyngeal pain, pain, pain in extremity, pelvic pain, pruritus allergic, rash, tooth disorder, tooth loss and vaginal haemorrhage to be related to essure. The reporter commented: the right cornua is larger than the left cornua and I found the ostia on the left side and ostia on the right side. Essure coils were within the fallopian tubes in their proper location and removed without difficulty. Plaintiff received treatment for: pelvic pain, dysmenorrhea (cramping), fatigue, dental problem, hair loss, migraine, abdominal pain, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: paratubal cysts. Metal coils identified (gross only). Two fallopian tubes with attached metallic coils. Metal wire coils protrude from the proximal aspect of both the fallopian tubes. Lot number: 844599 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: social media received. New events: difficulty in walking, abdominal pain lower, foot pain, rash, back pain, waist pain, cholesterol high, throat pain, bladder inflammation, morbid obesityhip pain, loss of teeth, constipation, burning micturition, hernia were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, asthma, multiparous, cesarean section, hernia, pleural biopsy, paratubal cyst, epigastric pain and vomiting. Concomitant products included beclometasone, fluticasone propionate (flonase allergy relief), pseudoephedrine hydrochloride (sudogest) and salbutamol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"). In 2012, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage and menorrhagia had resolved and the pruritus allergic, tooth disorder, fatigue, alopecia, migraine, nausea, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, pruritus allergic, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: the right cornua is larger than the left cornua and I found the ostia on the left side and ostia on the right side .essure coils were within the fallopian tubes in their proper location and removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: paratubal cysts. Metal coils identified (gross only). Two fallopian tubes with attached metallic coils. Metal wire coils protrude from the proximal aspect of both the fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Events: pelvic pain, abnormal bleeding vaginal, menorrhagia, itchy skin, dental problems, dysmenorrhea (cramping), fatigue, hair loss, migraines/headaches, nausea, anxiety, depression were newly added. Patient demographic information, product information, other relevant history and lab data updated. Lot number newly added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.